Manufacturer narrative:
No trend considering the following event is identified: broken instrument. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that a piece broke off at the tip of the box chisel. No direct impact on patient. No medical data such as surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the instrument was returned for an investigation. At the tip of the chisel a small piece from the corner of the blade with a 15° cutting angle is broken off. Moreover, several signs of usage are visible. Review of product documentation: surgical technique: the surgical technique for the implantation of the ms30 stem was reviewed. The boxed chisel is used to remove the trapezoidal segment of the cancellous bone from the bulb as far as the lateral limit. In the surgical technique for the avenit hip system it is explained to "carefully prepare the medial section of the greater trochanter with the boxed chisel". Root cause analysis: root cause determination using rmw: instrument, breaks, deforms, diverge, or parts remain in wound. Due to inadequate design for intended performance => possible, as the instrument has been manufactured before the implemention of the design change within CAPA (B)(4). The inclination/ cutting angle of the blade of only 15° on one of the 4 blades might have made the blade less robust against high forces. Instrument, breaks, deforms, diverge, or parts remain in wound due to mechanical properties of material insufficient. Not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Fracture of instrument due to general corrosion (crevice, pitting, galvanic). Not possible -> the visual examination did not show any signs of corrosion. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as it cannot be excluded based on the available information. Damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. A strong impaction/torque force might have been applied during the surgery. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. A strong impaction/torque force might have been applied during the surgery. Instrument breaks or deforms due to off-label / abnormal-use => possible, as it cannot be excluded based on the available information. A strong impaction/torque force might have been applied during the surgery. Conclusion summary: the boxed chisel was returned for an investigation. The broken instrument was manufactured prior to the implementation of CAPA (B)(4). In this CAPA it was found that the product specifications might not have been adequately defined (design control): an inclination/ cutting angle of the blade of only 15° on one of the 4 blades of the boxed chisel was determined to be a root cause since it was smaller as compared to all other zimmer gmbh chisels, making the blade less robust against high forces. As a corrective action the inclination angle of the boxed chisel¿s blade has been adjusted to 30° on all four cutting blades. This was done in the change project (B)(4) within CAPA (B)(4). However, the returned instrument is still of the old design. Another possibility might be that an excessive impaction/torque force might have been applied during the surgery, leading to a breakage of the instrument. The need for corrective measures is not indicated at this moment and zimmer gmbh considers this case as closed. Should supplemental information becomes available that change this assessment, the case would be reopened and an updated report submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Additional information has been requested and is currently not available. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that during a surgery on (B)(6) 2017 the tip of a box chisel, hip instrument, broke. The surgery was successfully completed with no delay and no patient harm. No parts of the broken device were remaining in patient.